Manufacturer narrative:
Investigation: a service call was conducted for the machine involved with this incident. An autotest to check the configuration and operational functions was done. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer. The wbc count is unknown at this time.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. The run was event free, with no adjustments or changes in pump speed made during the procedure. Based on the available information, it is possible that this leuko reduction failure may be donor related. Analysis of the rbc detector signal showed that platelets took longer than expected to initially exit the lrs chamber. This means that there was a delay between when the trima accel device predicted that platelets were collecting and when they actually started collecting. The concentration of platelets going by the rbc detector was continually lower than what the trima accel device predicted throughout the run. This low yield collection may have been due to inaccurate entry of the donor information, improper loading of the disposable in the centrifuge or an inaccurate ysf value. Although not conclusive, a donor related phenomenon may have contributed to this low yield failure.